Event description:
It was reported the patient¿s blood glucose reached 19 mmol/l (342 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned device was evaluated and a tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.